Event description:
Additional information: the protege everflex self-expanding peripheral stent system was not received for evaluation. No ancillary devices from the procedure were received for evaluation. A disk of cines was received. The cines confirm restenosis within the stents was noted at the time of treatment. The cines confirm treatment of the three stents. Review of the cine did not find the alleged multiple fine stent fractures. The stents did exhibit minor stent cell offsets.

Manufacturer narrative:
The target lesions r-1 and r-2 were treated (B)(6) 2015 with a non-medtronic pta balloon, and 4 admiral debs. A 30% residual stenosis remained.

Manufacturer narrative:
Additional information received: it is reported that approximately 71 months post implant of the everflex stent, restenosis of the sfa right leg occurred. The patient was treated by pta and deb on the same date. It is reported that the event is resolved.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number is unknown. (B)(4).

Event description:
This patient was part of the (B)(6) study. The index procedure was conducted on (B)(6) 2012 and treated 3 previously deployed stents. The first everflex 6x120mm stent was deployed (B)(6) 2010 in the right proximal sfa (lesion r-1). In-stent restenosis was observed. Additionally, a type 2 (multiple fine fractures) stent fracture was noted. There was 80% stenosis, 100mm long. The stent was pre-dilated with a 4x80 balloon and then successfully treated with the admiral balloon. The second everflex stent was deployed (B)(6) 2010 in the mid right distal sfa and popliteal segment 1 (r-2). This was the first occurrence of instent restenosis. The diameter of the stenosis was 80%, 100mm in length. The stent was pre-dilated with a 4x80 balloon and then successfully treated with another admiral balloon. The third everflex stent was implanted (B)(6) 2012. This was the first occurrence of in-stent restenosis with diffuse isr pattern. The lesion was located in the left middle sfa. The lesion was pre-dilated with a 4x80 balloon, then successfully treated with a different admiral balloon.

Manufacturer narrative:
Additional information received: it is reported that asymptomatic instent focal restenosis of the sfa right occurred approximately 51 months post implant of everflex stents. The patient was treated with pta and deb. The event is reported to be resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It is reported that approximately 80 months post implant of everflex stents in the right limb, and approximately 52 months post implant of everflex stent in the left limb, the patient experienced claudication. Ultrasound indicated high grade stenosis proximal right sfa adductor canal and also indicative of femoral artery communis left. Pta was performed on both limbs approximately 2 months later. The event is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.